Event description:
It was learned that an edwards bioprosthetic aortic valve, implanted approximately eight (8) years and twenty (20) days, was explanted due to unknown reasons. The explanted device was replaced with another edwards pericardial valve.

Manufacturer narrative:
The reason for explant has not been provided and the device was not returned for evaluation despite follow ups attempts by edwards with the healthcare provider. Thus, the root cause of this explant cannot be confirmed or evaluated at this time. Edwards will continue to review and monitor all events.